Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices and no non-conformities were found.

Event description:
It was reported to nevro that a patient acquired an infection at the ipg pocket site following the implant procedure. The patient presented to the emergency room and was provided with oral antibiotics. Follow-up report indicated that the device was explanted. The patient also had a non-nevro device explanted a little over a year ago due to infection. There were no reports of further complications.